Manufacturer narrative:
The service request (sr) was opened november 8, 2018, with the customer placing the sr on hold. The system was manufactured on january 29, 2008. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the system was changing the settings on its own which caused the IV pole to go up and down during a surgical procedure. The case was successfully completed without harm to the patient. Additional information has been requested.